Manufacturer narrative:
The device was returned and the evaluation is ongoing. A supplemental report will be submitted once the investigation has been completed.

Event description:
It was reported that the camera head had a poor image quality issue. There were no reports of patient harm.

Event description:
It was reported that the camera head had a poor image quality issue. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Please see also section g3, h2, h4, h6 and h10 for updates. The device was returned to olympus for evaluation and the customer's allegation was confirmed: no image due to ccd failure. In addition, new damages/defects were observed: cracks on the side of the connector, and loose coupler. Since the device is more than 15 years old, the device history record was unable to be reviewed. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. Based on the results of the investigation, it is likely that the phenomenon of the image not being displayed occurred due to a failure of the ccd. However, a definitive root cause could not be identified. Instruction for use (IFU), it states: chapter 4 usage (warning) ¿ if an abnormal endoscopic image or function occurs and returns to normal spontaneously, the product may have already malfunctioned. If you continue to use the device as it is, the abnormality may occur again, and the device may not return to normal. In this case, discontinue use immediately and slowly pull the endoscope out of the patient. Continued use of such a product may cause injury to the patient, bleeding, or perforation. ¿if for some reason the endoscope image disappears or does not return from the frozen state during endoscopy, and you do not know how to recover, turn the power of the otv-s7pro off and on again. If the endoscope still does not return to normal and observation cannot be performed, immediately turn off the otv-s7pro, remove the camera head from the endoscope, and while looking directly into the eyepiece of the endoscope, slowly pull the endoscope out from the patient to discontinue its use. It is very dangerous to leave the endoscope inserted in the patient when the image disappears or when observation is not possible, or to pump air/water, suction, or perform procedures. If any of these tools are being used, pull out the tools in the safest way possible before removing the endoscope. Also, during the procedure, be sure to have a spare product available to avoid interruption of the procedure. Olympus will continue to monitor field performance for this device.